Event description:
It was reported that directly after a device implant procedure, the right venticular lead pace/sense impedances were out of range and non-capture was noted. Fluoroscopy showed the lead had pulled out of the header. The pocket was reopened and the rv lead reinserted into the rv port; no other issues were seen. The lead and the device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.